Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred while customer was sleeping. Customer's blood glucose (bg) was over 500 mg/dl with ketones. The customer consumed water and the customer's mother assisted by administering manual injections to treat bg/ketones. Supply changes were performed resolving the alarms.